Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right common iliac artery using ruby coils. During the procedure, the physician successfully placed two ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a ruby coil through the microcatheter, despite repositioning the microcatheter. Therefore, the physician retracted the coil. However, while retracting, the ruby coil unintentionally detached. The physician then removed the microcatheter with the ruby coil inside and flushed the coil out. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was returned detached from its pusher assembly and the proximal constraint sphere was present on the proximal end of the coil. The embolization coil had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil was detached from its pusher assembly and the proximal constraint sphere was present on the proximal end of the coil. If device was forcefully retracted against resistance, the embolization coil may detach from its pusher assembly. The non-penumbra microcatheter and pusher assembly to the returned ruby coil were not returned for evaluation. Therefore, the root cause of the reported detachment issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported detachment issue.